Manufacturer narrative:
Additional information was received on january 31, 2019, indicating an event date and indicating that there was no patient involved in this event. Device evaluation completion date: 10-may-2019. Device evaluation: one smiths medical cadd prizm vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspection of the pump found "error code 10102" alarm during power up. The device was not able to power up to perform any tests. Further investigation of the pump determined that the rtc battery voltage was very low. This can cause pump to have error code 10102. Rtc battery low voltage was the root cause of the issue. The rtc battery will be replaced to resolve the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that the device alarmed. No known adverse effects to patient.